Event description:
Customer reportedly felt distressed and tired in the morning, no blood glucose result was obtained. Customer reportedly may have been taking his medications incorrectly as well. Caller states that, the customer was taken to the hospital and tested 29mg/dl on the emergency room device, 45mg/dl on a lab, and 198mg/dl on the customer's device. All comparisons were reportedly performed back to back. Customer was given food and taken off all diabetic medications for the remainder of the weekend. No quality controls were used. Requested return of suspect device and replacement was sent.